Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint number:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to additional information received procedure was a placement of a uretex suburethral sling, cystoscopy for urinary incontinence that failed medical therapy. Alleged complications include symptoms of dyspareunia, irritation and dysuria, urinary tract infection, mixed urinary incontinence, urge urinary incontinence, mesh exposure, recurrence and vaginal scarring. On (B)(6) 2013: mesh revision surgery: underwent takedown of suburethral sling on the right side, cystoscopy for foreign body in vagina and pelvic pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received,the patient has experienced erosion, mesh exposure, sensation of in vagina (foreign body sensation), foreign body in vagina, pelvic pain/pain, infection, recurrence, vaginal scarring (scar tissue), pain during intercourse/no sex for almost 2 years, unspecified urinary problems, urgency (urinary urgency), worsening of urinary incontinence/mixed urinary incontinence/urge urinary incontinence/stress incontinence, nocturia (sleep disturbances), frequent urinary tract infections (uti), burning (dysuria), (burning sensation), vaginal irritation when urinates (irritation), constipation, flatus incontinence, recent weight gain (weight fluctuation), anterior vaginal wall very tender to palpation on right side/slightly tender to palpation on left side, vaginal discharge, discharge around mesh (discharge), narrowed vaginal introitus, urine dipstick/trace of white blood cells in urine/trace of red blood cells in urine/positive for nitrites and required additional surgical and non-surgical interventions.